Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the anchor specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A review of the customer provided image found that the device has been deployed. The proximal end of the anchor is fractured from the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the proximal end of the anchor is fractured. There is debris on the anchor and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that, during a lateral collateral ligament of the knee joint surgery, the head of twinfix anchor broke when it was being screwed. All pieces were removed, nothing was left inside the patient. The procedure was completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a lateral collateral ligament of the knee joint surgery, external to the patient, the head of twinfix anchor broke when it was being screwed. The procedure was completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly